Event description:
The customer contacted baxter's service center regarding a, system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) had the home patient (hp) cycle the power to receive a system error 2367. The tsr then had the hp cycle the power again to get to "press go to start" and had the hp disconnect and remove the cassette. The tsr advised the hp to contact his registered nurse regarding the event. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional relevant information become available, a follow-up medwatch will be submitted.